Event description:
It was reported that the reservoir leaked. Caller wanted to confirm if the reservoir was part of the recall. Caller not using the affected batch. Advised caller of the fill reservoir technique. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one open and used reservoir performed manual prime and high-pressure test per specifications. Using a new infusion set along with the insulin pump, the reservoir passed per specifications. No leakage anomaly noted during analysis. Inspected o-rings on the stopper groove for defects and no anomalies were found.